Manufacturer narrative:
(B)(4). Examination of the returned device revealed the stent was fully mounted. It was noted that the distal end of the shaft and stent were kinked at 18 mm proximal to the distal tip. During analysis, the device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres and the stent was deployed without issue. No issues were noted with the profile of the fully deployed stent. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based upon analysis completed on (B)(4) 2013. It was reported that during a treatment procedure a catheter tip was deformed. At an unspecified time during the procedure the tip of a 8.0x40x135 cm express ld iliac / biliary stent delivery system (sds) was noted to be deformed. The express ld iliac / biliary sds was removed and the procedure was completed with another stent. No patient complications were reported and the patient's status is listed as ok. However, returned device analysis revealed stent damage.